Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with mild calcification, mild tortuosity. Reportedly, when the xience skypoint stent delivery system (sds) was advanced to the lesion, the xience stent was caught on the distal edge of the guiding catheter. The stent deformed and the stent moved on the sds balloon. The sds and the stent was removed via the femoral site. A non-abbott stent was used to complete the procedure. There was no reported clinically significant delay and no adverse patient effects in the procedure. No additional information was provided.